Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. Unable to verify motor error alarm due to no button response. Motor passed motor test. Unit had scratched display window and missing end capsticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.